Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable and strain relief sleeve sustained damage. The customer stated, "additionally that taping of the dl/strain relief was needed". Specifically with the strain relief sleeve torn lengthwise up to the connector. Visual inspection of the dl and strain relief sleeve were performed during presentation in the emergency department. The patient was treated on site with tape applied to the torn strain relief sleeve. Servicing was required for the affected components. The vads dl and strain relief remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction and investigation summary. Corrected sections: b1 adverse event or product b2 outcome attributed to adverse event h1 type of reportable event product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection, as well as visual evidence provided by the site, revealed damage to the strain relief, discoloration of the driveline outer sheath, and evidence of a self-repair. As a result, the reported event was confirmed. A driveline strain relief repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair event can be attributed to improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the site temporarily taped the damaged area. The tape was removed and it was noted that the strain relief was broken and slid along its lengths up until the connector nut. Parts of the strain relief were missing. The patient was admitted and a strain relief repair was performed. It was also noted that the driveline was discolored but otherwise in good shape with no outer sheath damages.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.